Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit is recommended for replacement. (B)(4).

Event description:
The hospital reported the unit alarmed after switching on and lost the ability to mechanically ventilate. There was no report of patient involvement.